Manufacturer narrative:
The insulin pump was received with loose drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Compromised force sensor system alarmed during the basic occlusion test due to loose drive support disk.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that his pump seemed to be malfunctioning. The customer stated that he received a compromised force sensor system while priming his pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.